Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Colectomy of cecum with terminal ileum. According to the reporter: during the case after 2 hours of use, a part of rubber seal was found in the cavity. The part was retrieved. Used other device. No bleeding. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.